Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had a foley in place, it was having issue during the day of not draining well, irrigated foley and it drained what they put in, the foley was pulled accidently when putting the foley back into the leg hook, patient stated it hurt really badly but stated the pain went away, foley drained well for a few hours, patient called out saying she felt like she had to urinate and there was urine in her bed, the foley had fallen out and the balloon had broke.

Event description:
It was reported that the patient had a foley in place, it was having issue during the day of not draining well, irrigated foley and it drained what they put in, the foley was pulled accidently when putting the foley back into the leg hook, patient stated it hurt really badly but stated the pain went away, foley drained well for a few hours, patient called out saying she felt like she had to urinate and there was urine in her bed, the foley had fallen out and the balloon had broken. Per additional information received via email on 16nov2025, it was reported that the nurses had been having issues with the foley all day. It was not draining well. The physician ordered to do a flush. I flushed the line and what I put in came out slowly. The patient called back in an hour saying the foley at fallen out. I looked at the balloon, and it had a rip in it and was deflated. I did not put a foley back in and patient could urinate on her own. She did not complain about any pain. No impact to patient other than the foley fell out. She was able to urinate fine after the foley was removed. No injury to patient.

Manufacturer narrative:
The reported event was inconclusive because the investigation did not result in any additional findings and no sample was available for evaluation. The observed missing flow rate issue appears to be cascading and is likely associated with the balloon rupture. The provided photographs display two (2) different tray reference numbers and two (2) distinct lot numbers. The images do not clearly indicate which tray and lot correspond to the product involved in the reported failure. A labeling review could not be performed since no material number was provided. The device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are required at this time. Correction: d the reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.